Manufacturer narrative:
In-depth investigations were performed and confirmed the link between the reported issue and the observed polluted connectors found on the central processor unit board.

Event description:
It was reported that on the new subject programmer, it was neither possible to verify the software version nor to get to the information screen. After turning it on, the screen had just flashed: a white screen was observed for less than a second and then the screen went black. Although the led light on the left side of the keyboard displayed green indicating it is out of hibernation mode(orange), the fan seemed circulating and the cpu functioning. An investigation is required.

Event description:
It was reported that on the new subject programmer, it was neither possible to verify the software version nor to get to the information screen. After turning it on, the screen had just flashed: a white screen was observed for less than a second and then the screen went black. Although the led light on the left side of the keyboard displayed green indicating it is out of hibernation mode (orange), the fan seemed circulating and the cpu functioning. An investigation is required.

Event description:
It was reported that on the new subject programmer, it was neither possible to verify the software version nor to get to the information screen. After turning it on, the screen had just flashed: a white screen was observed for less than a second and then the screen went black. Although the led light on the left side of the keyboard displayed green indicating it is out of hibernation mode(orange), the fan seemed circulating and the cpu functioning. An investigation is required.